Event description:
The patient was pointing to her trach as though she needed suction. I was unable to pass the catheter and the patient was in obvious distress. Rt and resident called to bedside. Still unable to pass catheter and saturation into the 70s, the decision was made to change the trach. When the tracoe brand trach was removed, it was found cracked and almost broken off at the end. Once new shiley was in, patient had copious secretions and returned to baseline after suctioning. (B)(6).